Event description:
It was reported that the user received a restart alert 38 and experienced an inability to proceed during a supply change, with a noted unusual motor sound; after guidance, a dry run to 120 units and a full supply change were completed and insulin delivery was resumed, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a device problem characterized as failure to infuse involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.